Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed four times with a radio frequency self test failure and was not communicating with the transmitter. Customer was advised to program a bolus into the air. The bolus amount was recorded in the bolus history. The customer was advised that the insulin pump would be replaced and to monitor blood glucose. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed lost sensor during using minilink transmitter problem isolated to remote frequency board. The insulin pump functioned properly during self-test. No alarm noted during testing. The insulin pump received with minor scratched display window.